Event description:
Pt participated in a (B)(4) of 1 of 2 consecutive level fusions between l2 and s1 using either autograft alone or dbx demineralized bone matrix putty with autograft. All pt's rec'd posterior fixation with either uss or click'x systems. Pt was implanted with click x for supplemental fixation. Pt had been experiencing pain for 4 months. Surgery date was (B)(6) 2001 and postoperatively pt experienced a dural tear, requiring repair during surgery. This report is on the curved rod. This complaint is 7 of 14 for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated (B)(6) 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info rec'd regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.